Event description:
The customer reported via phone call that the insulin pump alarmed no delivery possibly due to air bubbles. Customer stated the alarm was resolved by a complete infusion set and reservoir change but customer stopped using the insulin pump as per doctor instructions. Current blood glucose value is 139 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.